Manufacturer narrative:
Edd by lmp, percentile information, gestational age, and growth graph calculated by the fetal biometry measurement are displayed correctly even though the edd (aua) value is changed during exam review. Software version v2.01.05 has resolved the edd value issue and will prevent recurrence on all systems that has this version. No harm to the patient as a result of this issue. Revised software version v2.01.05 has been deployed.

Event description:
The edd (aua) value was normally displayed on the day of measurements, but in the exam review after the day of measurements, the existing edd (aua) value was changed. These intermittent changes in edd may indicate a potential fetal growth issue.